Event description:
I had essure placed. Heavy bleeding with my period, cramps have gotten worse. I have abdominal pain at the time. I feel like there's something stabbing my insides. Sex is uncomfortable and painful. Not to mention no sex drive. FDA safety report ID# (B)(4).